Event description:
It was reported that sheath detachment occurred. The target lesion was located in a coronary artery. An opticross imaging catheter was advanced for use, however, the catheter broke and came off the wire. The catheter was removed safely and there were no patient complications reported.